Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of initial osseointegration resulting in fixture loss. It is unknown whether the patient will be reimplanted with another device as of the date of this report.